Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported during a routine check ,the cardiosave intra-aortic balloon pump (iabp) had an "internal communication failure" alarm, a buzzer when it was turned on, and the balloon could not be inflated or deflated. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: e1 (event site name). Due to character limit in block e1 full event site name : (B)(6) hospital. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that after powering on, an "internal communication failure" alarm occurred. The fse replaced the pneumatic module assembly (0997-00-1178), helium fill manifold assembly (0104-00-0014), and the 300 psi check valve (0103-00-0634). The unit was then normal after powering on. The balloon inflated and deflated normally. The unit passed all specified performance and safety index tests. The iabp was returned to the customer and was ready for clinical use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received the following parts associated with this complaint: pn 0997-00-1178 and pn 0104-00-0014. Parts were received with a reported failure of an "internal communication failure" alarm. Stated the pim and the fill manifold assembly were faulty. The fat performed a visual inspection and found pn 0997-00-1178 had some white residue in the internal safety disk port. This is consistent with saline and the part cannot be tested further. No failure was able to be confirmed on the pim. Pn 0104-00-0014 came in by itself with no helium reservoir attached. Fat cannot test this part due to the condition. No failure able to be confirmed. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. Root cause: the product development process and control procedure 0002-06-1000 rev. X related to design input could be improved by having a separate procedure.